Manufacturer narrative:
Concomitant medical products: primary console: serial number (B)(4), manufacturer date: 08/01/2008; flow probe 1st generation: serial number (B)(4), manufacturer date: 04/01/2009. The motor is not a single use device. Approximate age of the device is 4 years and 6.5 months (calculated from the ship date of the motor; 09/01/2011). The motor and the flow probe have been returned for investigation. The evaluation is not yet complete. The event occurred (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was placed on extracorporeal membrane oxygenation (ECMO) support on (B)(6) 2016. It was reported that on (B)(6) 2016, the patient had an unspecified surgical procedure and during transport from the operating table to a bed, the primary console, motor, and flow probe failed. The motor reportedly stopped while in use on the patient. The patient was switched to backup equipment and was reportedly not harmed due to the event. ECMO support was removed on (B)(6) 2016. No additional information was provided.

Manufacturer narrative:
Device evaluation: visual inspection of the returned motor, primary console, and flow probe revealed that the devices were in good physical condition. The returned devices were functionally tested together using a mock circulatory loop and operated as intended throughout the evaluation. No failures occurred during this testing even when the motor and flow probe cables were manipulated and the reported motor stop was not reproduced. The primary console alarmed as expected when the flow probe connection was interrupted. A root cause for the reported event could not be conclusively determined. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
Additional information: the primary console was connected to the mains power source at the time of the event. When the system stopped, the primary console sounded an audible alarm and the display screen showed three dashes (---) on the screen. The patient was immediately switched to the backup equipment when the alarm sounded.